Event description:
It was reported that the patient "started feeling the wires" and was concerned the device migrated. The patient experienced no symptoms. The patient has not sought medical attention and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 457445, implantable pacing lead, (B)(6) 2013; 407452, implantable pacing lead, (B)(6) 2013. (B)(4).